Event description:
Philips received a complaint on the v60 ventilator indicating that the device was giving several errors. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that there were check vent alarms at turn on, including an auxiliary 35 volt fail, backup alarm fail, and alarm led fail. The customer stated that the device would not go into diagnostic mode and resets into ventilation. The rse advised the customer that the power management (pm) printed circuit board assembly (pcba) would need to be replaced. If the pm pcba does not resolve the issue, then the replacement part would be removed, and further repair of the unit would be discussed. Completion of the pm pcba is awaiting completion of onsite service by a field service engineer (fse). This investigation is ongoing.

Manufacturer narrative:
Field service engineer (fse) went to the customer site and completed the replacement of the device pm pcba. The fse confirmed that this part replacement resolved the device issues, and the ventilator was placed back into use with no restrictions. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.